Event description:
It was reported that the procedure was to treat a right coronary artery aneurysm. The patient presented with chest pain several days before the procedure. Angiography showed an aneurysm in the previously placed 3.5 x 28 mm xience stent in 2009. A 4.0 x 19 mm graftmaster was successfully deployed to seal the aneurysm; however, during post-dilatation with a 5.0 x 15 mm non-abbott balloon catheter, the proximal stent edge of the graftmaster was damaged. A 5.0 x 12 mm bare-metal stent was placed overlapping the graftmaster to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and aneurysm are listed in the xience v / everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The graftmaster referenced is being filed under a separate manufacturing report number.